Manufacturer narrative:
(B)(4). Customer has indicated that the product is not being returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer handle broke. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon review of provided photos, the part number for the device was able to determine that zimmer biomet does not hold reporting responsibilities for this device. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon review of provided photos, the part number for the device was able to determine that zimmer biomet does not hold reporting responsibilities for this device. The initial report was submitted in error and should be voided.